Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/16/2024 it was reported by a sales representative via email that an ar-3652ttsp fibertak rc pulled out of the bone. The patient was not affected, and the case was not delayed. This was discovered during a procedure.

Event description:
Additional information received on 9/6/2024: this was discovered during an rotator cuff repair procedure on (B)(6) 2024. Nothing broke in the patient. The case was completed with the same ar-3652ttsp fibertak rc anchor.

Manufacturer narrative:
Additional information: b5, g3, h3, h6, and correction: b3. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.